Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did this issue contribute to any patient adverse event? No. What measures were implemented to retrieve the broken piece? "No broken or missed object or part of the needle. The needle tip crushed within the corrugations of serrated clamp". Was there any additional tissue damage resulting from the search for the needle piece? No. Does a fragment of the needle remain in the patient¿s tissue? No. Kind regards. What is the surgeon's opinion of the potential consequences for the patient? The surgeon thinks there was no harm on the patient, he had no complaints. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) procurement officer: (B)(6). Surgeon: dr. (B)(6). Please provide us with the product shipping status and the shipment tracking number. The product has not been shipped yet.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the wound closure phase of the laparoscopic cholecystectomy procedure for the above-mentioned patient, it was observed that the tip of the vicryl no. 1 suture needle (j needle) was not intact. The operating surgeon was informed immediately. As per surgeon c-arm imaging was performed to assess for the possibility of retained foreign material within the patient. No foreign body was identified on the obtained radiographic images. No adverse patient consequences were reported. Additional information was requested.